Event description:
A radiology tech was going into an or room to take an x-ray using the c-arm. At this point the table, a skytron 3600b ultra slide, which the patient was on came apart and the radiology tech got down on all fours under the bed to hold it together so the patient wouldn't fall. Our investigation showed that this was a user error and that the bed was put together incorrectly and that the employee used the wrong attachment for the bed.